Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A bipap a40 system silver device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician identified a ventilator inoperative code e-88. This error indicates that the device cannot be operated after three restarts. Disassembly and internal inspection were performed, and no faulty components were confirmed. It was presumed that a failure in the main board or blower prevented proper control of the blower, leading to the occurrence of the ventilator inoperative condition. Based on this assessment, the main board and blower were replaced. The unit was then thoroughly inspected, cleaned, and functionally tested. The software version was confirmed to be 3.6.5.